Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the atrial lead exhibited noise; the noise resulted in oversensing and auto mode switching. Further isometric testing was conducted; the noise could not be reproduced in the clinic. No programming changes were made and the patient would continue to be monitored. The patient's condition was fine during and post event.